Manufacturer narrative:
Further information regarding the event were requested but not received. No product was returned for investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott, the reported pericardial effusion could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2019-00499, 2182269-2019-00159, 3008452825-2019-00455, 3008452825-2019-00456, 9680001-2019-00121. During an atrial fibrillation procedure, a pericardial effusion occurred. During the procedure, the physician noted reduced ventricular contractility and the patient became hypotensive. Utilizing an ice catheter, a pericardial effusion was confirmed. The procedure was discontinued and a pericardiocentesis was performed. Heparin was reversed with IV protamine. The patient was observed in the procedure lab for approximately 40 minutes with no further fluid noted and discharged in a stable condition.